Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing. A technical support specialist confirmed with the customer that the area/unit was not configured correctly for the device and corrected the configuration. The device was now functioning properly. The system functioned as intended after the technical support specialist investigated the issue.